Event description:
Customer reported the reaming attachment became hot during use. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: during pre-repair assessment performed by technician, investigation revealed the gear was blocked, rough running and seized due to an obstruction. The customer was provided a replacement on (B)(4) 2013. (B)(6). Placeholder.